Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of area not clean before starting pd (peritoneal dialysis) and peritonitis coincident peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient began treatment with dianeal ultrabag therapy(dose and frequency not reported) intraperitoneally (ip) for pd. Dianeal therapy was ongoing. On (B)(6) 2012, the clinical coordinator contacted baxter (B)(4) technical services and the following was reported. On an unreported date, the patient did not clean the area before starting the pd therapy. On (B)(6) 2012, the patient experienced and hospitalized for peritonitis. The cause of peritonitis was not cleaning the area properly before performing the pd therapy. On an unreported date, the patient started treatment with amikacin 250mg injection,ip twice a day for peritonitis. The patient was still in the hospital at the time of this report and recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). Additional information: further information was received from a baxter employed health professional. On an unreported date, the patient started treatment with vivem (500mg, intravenously, twice a day) for peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique was confirmed based on the information provided. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding patient retraining on aseptic technique has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Further information was provided by a baxter employed health professional. The patient was retrained on aseptic technique. On an unknown date, the patient catheter was removed and pd therapy was discontinued.